Event description:
It was reported that a patient with idiopathic neuropathy, who was being treated with v.a.c. Therapy for a pressure ulcer on her foot, tripped over the v.a.c. Therapy tubing and broke her hip.